Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v012019, implanted: (B)(6) 2006, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient might have their device removed because they had been having problems with it, even though it helped them. The problem was that the patient misplaced their patient programmer, they were ¿beginning to her fluids again,¿ they consecutive peed, and if they waited too long then after they went they were still going. It ¿registered ok¿ at the patient¿s last health care provider (hcp) visit, but the problems had started since that time. The patient had a loss of therapeutic effect. The patient was dissatisfied that they were not informed of MRI conditions when implanted. The patient further reported that the last time they were in, 1 part wasn¿t working 100 percent. The patient first started experiencing the device issues over the last visit and felt like they were holding urine again a bit. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device had not been 100% since implant. They stated that they were upset about the MRI guidelines and wanted the device out anyways because ¿the implant not 100% and when do think it¿s 100% will come out of bathroom and still has to go again.¿ no further patient complications are anticipated or expected as a result of this event.